Event description:
Customer was admitted to hosp for high blood glucose. User changed set three times and still high. Customer stated their manual injection they took yesterday prior to being hospitalized did not bring down blood glucose.